Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting procedure, a stent damaged occurred. The target lesion was located in the right coronary artery. After pre-dilation, a 2.75 x 20mm promus element plus drug-eluting stent delivery system was advanced but would not go. As the device was withdrawn back to the guide catheter, stent struts were lifted up. The lesion was pre-dilated again with another 2.5mm balloon. A 2.5 x 24mm promus element was successfully implanted and the case was completed. No complications were reported and the patient's status was okay.